Manufacturer narrative:
(B)(4). Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose of over 600 mg/dl on (B)(6) 2018 at 10:30 pm. Symptoms that were reported at the time of the incident included nausea and dizziness. The customer was treated for high blood glucose via insulin pen. Troubleshooting for the high blood glucose was provided. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will return for analysis.